Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. The baseline gender/age characteristic is male/(B)(6) years old. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. The PMA number for this report is listed as p900061 referenced article: subclinical atrial fibrillation detection with a floating atrial sensing dipole in single lead implantable cardi overter-defibrillator systems: results of the sense trial journal of cardiovascular electrophysiology. 2019; 30(10):1994-2001. 10.1111/jce.14081. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding single chamber implantable cardioverter defibrillators (icds). The authors wrote there were five patients that received inappropriate shocks, one patient developed a pneumothorax, one patient required evacuation of a hematoma, two patients developed an infection and two patients developed deep vein thromboses. The status/disposition of the devices is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.